Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 546 mg/dl at the time of incident. Customer did not mention any symptoms related to high blood glucose level. The customer stated that the auto mode feature was not active at the time of high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 546 mg/dl at the time of incident. Customer did not mention any symptoms related to high blood glucose level. The device will not be returned for analysis.